Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found high alarm displayed: cassette locked but not latched. During the functional testing, when attaching a cassette, the alarm would display on the screen. The customer reported complaint was confirmed. The latch lock flex sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement.